Event description:
Per provider the valve is stuck. Per independent repair center statement the unit will not start. The power switch short circuit. The rexroth valve is stuck. The ty wraps and gear clamps tubing is leaking.